Event description:
I had amalgam fillings placed in my childhood, which contributed to health issues throughout my whole life, until recently I had half removed, and will get the other half removed soon. I experienced nervous anxiety, depression, panic attacks, and trouble functioning properly in society. I believe the adverse effects from the mercuy fillings made me feel so miserable. It lead to my substance abuse problem. Which was a way I self-medicated. I believe the fillings caused mental anguish and problems. I was extremely nervous and anxious. I had signs of mercury toxicity in my childhood. When I discovered it was a problem I had to wait a while to get them out, due to pregnancy. But now that I've had them removed, I'm thinking more clearly and do not have anxiety, depression, or nervousness anymore, and have noticed remarkable improvement in my overall well being.